Manufacturer narrative:
The reported events were unable to implant due to stiff tissue and bent helix. The reported event of bent helix was confirmed. A complete lead was returned in one piece with the helix extended. Final analysis of the helix mechanism found that the helix was clogged with blood/tissue and was bent due to procedural damage. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial lead was difficult to operate and the helix was bent after use. The lead was not used and replaced on 10 jul 2024. The patient was in stable condition.